Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called via phone and reported that the customer was having issues downloading the insulin pump. The customer's blood glucose was in the 40's mg/dl. Troubleshooting was performed for the downloading and the customer's mother was advised to speak to their healthcare professional for the low blood sugars. Nothing is returning.